Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that patient (B)(6) had the olecranon ruptured during olecranon reaming. The medical pillar ruptured spontaneously during ulnar preparation. Product family: latitude ev. Occurrence of the issue: intra-operative (during reaming). X-rays were requested but are not available yet.